Manufacturer narrative:
(B)(4).

Event description:
It was reported an asymptomatic patient presented to clinic for a routine follow-up with an alert for upper out of range high voltage impedance measurements. In-clinic readings showed the impedance trend was stable. No intervention was suggested or completed. The patient will be monitored with routine follow-up.